Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Therefore, it was determined that the product did not meet the product specifications. The inspection by the repair department did not reveal any new defects. As a result of checking the latest repair history for the product in question, there was no repair history for the product in question within the past 12 months from the date of occurrence of the complaint in question. A device history record review of the current product was checked and found no deviations or nonconformities in the process that could cause phenomenon 1. It was confirmed that the device was shipped in conformity within the specifications. IFU: for phenomenon 1, the IFU (gc7533_27) of the subject device otv-s7h-1n was checked. As a result, no abnormality was found. Is the reported risk/hazard described in the IFU yes, an alert/warning is provided for phenomenon 1 (see the relevant section of the IFU). (Refer to the relevant section of the IFU). Was the product used in accordance with the IFU/label? (Refer to the relevant section of the IFU) ·is it used in accordance with the IFU/label? Is there a need to revise the IFU/label or were there any problems with translation, wording, or illustrations? No need to revise. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head's adapter optical lens was missing. The issue was found during cleaning and disinfection. There were no reports of patient involvement.